Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Leaks were identified in both cylinders attributed to wear at the corner of a fold. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was unable to be functionally tested as contamination was identified. Product analysis confirmed the reported events.

Event description:
It was reported that the patient underwent a surgical procedure during which this inflatable penile prosthesis (ipp) was removed due to a cylinder leak in 3 places. A new ipp was implanted. Additional information was later received indicating there were no patient complications. Information regarding return of the explanted components could not be obtained from the facility. A supplemental report will be filed should additional information received, or the device returned for analysis.

Event description:
It was reported that the patient underwent a surgical procedure during which this inflatable penile prosthesis (ipp) was removed due to a cylinder leak in 3 places. A new ipp was implanted. Additional information was later received indicating there were no patient complications. Information regarding return of the explanted components could not be obtained from the facility. A supplemental report will be filed should additional information received, or the device returned for analysis.

Manufacturer narrative:
Model number/catalog number 720185-01; serial number: (B)(4); batch/lot number 151033020; model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a cylinder leak in 3 places. A new inflatable penile prosthesis system was implanted.